Manufacturer narrative:
The customer reported issue of "low battery" after 10 minutes of compressions was not confirmed. The battery passed the functional testing with no issue observed. Visual inspection noted no damage upon receipt. Archive review showed the battery was last charged on (B)(4) 2017 and was last inserted to the autopulse on (B)(4) 2017. No reported errors were noted on the whole archive. Functional testing was performed and the battery passed the charging on a known good multi chemistry charger. Additionally, the battery was tested with the autopulse and passed the run-in test with the mannequin and reported no errors during testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for battery with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse stopped after 10 minutes of compressions, manual CPR was performed for an unknown length of time after trouble-shooting was not successful. Changing battery and the transition from autopulse to manual CPR by trained users is quick and presents the same workflow as rescuer rotation in manual CPR. The short interruption of trouble shooting the device is unlikely to negatively impact the patient outcome. The cause of patient's death was likely to be cardiac arrest. Patient expired after both mechanical and manual compression. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse stopped after 10 minutes of compressions. According to the customer, the platform displayed "replace battery "even though the battery is full. According to the customer, the autopulse displayed full battery for 20 seconds, then displayed empty and stopped compression. The battery was replaced, however, the issue was not resolved with the 2nd battery. The use of the autopulse was discontinued. Manual CPR was performed for an unknown length of time. (B)(6) was not achieved and the patient expired. Cause of death is unknown. Customer reported that after the event, the autopulse was tested with 3 batteries (2 which were used on the autopulse the day of the reported event) using a mannequin. The autopulse platform functioned normally with no issue observed on any of the 3 batteries. Customer also reported that the 3 batteries passed testing and showing fully charged with green lights. No other information was provided.